Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had a sensor anomaly. Customer reported the electrode became detached from the sensor. Customer's blood glucose was unknown. The customer declined to return the sensor for analysis.